Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdr device code a0501 captures the reportable event of jaws detached. Imdr device code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a coredx pulmonary mini biopsy forceps were used during a procedure on an unknown date. During the procedure, the mini forceps broke off in the pulmonology scope. The piece that broke off was retrieved with a new scope. Two sets of mini forceps broke while inside the patient. It was unknown how the procedure was completed and if there were any reported patient complication as a result of this event. Note: this report pertains to the second of two coredx pulmonary mini biopsy forceps used during the same procedure.

Event description:
It was reported to boston scientific corporation that a coredx pulmonary mini biopsy forceps were used during a procedure on an unknown date. During the procedure, the mini forceps broke off in the pulmonology scope. The piece that broke off was retrieved with a new scope. Two sets of mini forceps broke while inside the patient. It was unknown how the procedure was completed and if there were any reported patient complication as a result of this event. Note: this report pertains to the second of two coredx pulmonary mini biopsy forceps used during the same procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdr device code a0501 captures the reportable event of jaws detached. Imdr device code f2301 captures the reportable event of additional device required. Block h11: based on the available information, boston scientific could not confirm the reported event of jaws detachment of device or device component. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the event was due to the physician's technique during the procedure or was related to a device malfunction. Based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.